Event description:
It was reported that during a laparoscopic cholecystectomy the clips scissored upon application. Another clip applier was used to complete the case. There was no patient consequence.